Manufacturer narrative:
The device logs were reviewed by a spacelabs product specialist and the reported issue was confirmed. The biomed performed a complete checkout of the device including a simulated case and the device passed all tests. During the issue of the described failed state, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017 the arkon entered a failed state at the end of a case. The unit was restarted the case was completed without issue. No injury was reported as a result of this event.